Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9199571. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-07-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "spoke with the customer, and she explained that they use a swing bucket centrifuge, and spin at 1300g for 10 minutes. She also explained that when she spoke with the sponsor investigator about the tube, she stated that this was expected and could be related to the patient condition, which she could not disclose. Spoke with the customer. She stated that there were other size sst tubes drawn at the same time, and they centrifuged fine. I reviewed inverting and clotting time with her. This is the first time poor separation has occurred. It was reported that the tubes are not separating properly." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for batch 9199571 and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd was unable to determine the specific lot number to the second incident associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that poor separation occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "spoke with the customer, and she explained that they use a swing bucket centrifuge, and spin at 1300g for 10 minutes. She also explained that when she spoke with the sponsor investigator about the tube, she stated that this was expected and could be related to the patient condition, which she could not disclose. Spoke with the customer. She stated that there were other size sst tubes drawn at the same time, and they centrifuged fine. I reviewed inverting and clotting time with her. This is the first time poor separation has occurred. It was reported that the tubes are not separating properly." 3 occurrences were reported.